Manufacturer narrative:
(B)(4). Baxter performed a device investigation and the device in question was not observed to power on without user input. The link switches and latch switches (upper and lower) were evaluated and found to perform as expected. The on/off key on the pump keypad was evaluated and found to perform as expected.

Event description:
It was reported that a pump will power on without user input. It was also reported that there was no pt involvement.